Manufacturer narrative:
Pump was received with compromised force sensor system error alarm during basic occlusion test due to protruded/loose drive support disk. Unable to perform occlusion test due to compromised force sensor system error alarm. The insulin pump had missing end cap sticker, cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported experiencing high blood glucose. Customer's blood glucose was unknown. The insulin pump will be returned for analysis.